Manufacturer narrative:
It was reported that the ventilator failed at pre-use check (puc) - internal leakage test. The ventilator was investigated by our field service engineer (fse), expiratory channel printed circuit board (pcb) was found to be defective and the fse resolved the reported failure by replacing it. The ventilator passed all functional and safety test and was cleared for clinical use after that. It also alarm power and safety valve technical alarms, all this can be confirmed in the provided logs. The replaced part was sent for further investigation. The pcb was successfully tested in puc several times before and after ventilated with a test lung for over 96 hours without reproducing the issue in our ventilation laboratory. Expiratory channel pcb is part of subsystem breathing bre. The main functions are expiratory flow measurement and expiratory cassette handling. Expiratory flow measurement is performed by the flowmeter in the cassette. It's connected to the cassette via expiratory channel connector printed circuit board. The root cause for the reported issue could not be determined. A correction of field # d1 brand name, # d4 version or model #.d1 ¿ brand name ¿ previous brand name: servo-u. Corrected brand name: base unit servo-u. D4 ¿ version or model # - previous version or model #: servo-u. Corrected version or model #: 6694800.

Event description:
Manufactures reference ID: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. Moreover, evaluation of the device's logs revealed that technical error code indicating a power error and open safety valve were generated. There was no patient harm. Manufacturer's ref. #: (B)(4).